Event description:
It was reported that balloon rupture occurred. A 3.25mmx12mm nc emerge balloon catheter was advanced for post dilation of a previously placed stent. The balloon ruptured at 14 atmospheres. The procedure was completed with another of the same device. No patient complication was reported.

Manufacturer narrative:
Device evaluated by MFR.: a 3.25mm x 12mm nc emerge balloon catheter was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 4mm long starting 1mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. A 3.25mmx12mm nc emerge balloon catheter was advanced for post dilation of a previously placed stent. The balloon ruptured at 14 atmospheres. The procedure was completed with another of the same device. No patient complication was reported.